Manufacturer narrative:
Additional information added for d9, h3. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that there was a broken but stuck inside the device. No patient involvement was reported.

Event description:
It was reported by the customer that there was a broken but stuck inside the device. No patient involvement was reported.